Manufacturer narrative:
The device was not returned to the MFR for physical eval and the failure mode cannot be confirmed. However, an investigation of the device mfg records was conducted by the MFR. There were no deviations or nonconformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis pt has reported that dialysis solution was leaking out of the unused lines of the tubing set during treatment. Pt was in dwell three of treatment. Pt found fluid on ground and a solution bag empty. Upon closer inspection, the pt had not fully closed one of the clamps on one of the three lines on the tubing set that he was not using. No fluid leaked onto the cycler or the pt. The pt did not receive any prophylactic antibiotics and has had no adverse effects from the fluid leak. Sample has not been returned to the MFR.